Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-27246.

Event description:
The complainant reported that a patient developed a gastrointestinal bleed during impella 5.5 support. Heparin was being administered through the purge at the time of the bleed. One unit of packed red blood cells was given to counteract the bleed. The bleed persisted for roughly two weeks following the initial intervention. Care was eventually withdrawn after thirty days of support and the patient passed away. There is not enough evidence to disassociate the patient's passing with the noted condition during support. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.